Manufacturer narrative:
(B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience prime, xience prime small vessel, and xience prime long length everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The reported patient effect of dissection is a known observed and potential patient effect as listed in the IFU. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending artery with moderate tortuosity, moderate calcification and 99% stenosis, pre-dilatation was performed with an unspecified 2.0x15 mm balloon catheter. A 3.5x33 rx xience prime stent delivery system (sds) was advanced, resistance was felt with the patient anatomy, slight force was applied against resistance and the stent was deployed at the lesion site; however, a proximal edge dissection occurred. Another xience prime stent was implanted to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.